Manufacturer narrative:
The subject device is not available.

Event description:
During coil embolization procedure, it was reported that an unspecified medical intervention was administered to the patient. There were no clinical consequences to the patient. No additional information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the proximal contact was broken and the delivery wire was bent. The main coil was kinked and fluid was observed on the main coil junction. The main coil junction was inspected and there was no evidence of electrolytic detachment. The main coil could not be advanced forward through the introducer sheath following flush. It could only be retracted; therefore, a coil in catheter test could not be performed. It is likely that damages observed on the returned device were sustained during the clinical procedure. Based on the information available, it is probable that procedure factors contributed to the reported event and damages observed during analysis; therefore, an assignable cause of operational context was assigned to this event.

Event description:
During coil embolization procedure, it was reported that an unspecified medical intervention was administered to the patient. There were no clinical consequences to the patient. No additional information is available.